Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with a continuous glucose monitor (cgm) reading over 300 while using the ilet system with a dexcom g7 15-day cgm and an infusion set inserted as described, after eating bread without announcing the meal. Symptoms included high blood glucose. Outcomes included the need for education on missed meal announcements and acknowledgment that unannounced meals can cause delayed hyperglycemia. Investigation included case review and user interview. Investigation of this case revealed user-related use error due to a missed meal announcement, with no evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to therapy management.